Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with an scd express sleeve. The customer reports that two areas on the medial and lateral calf had a striated pattern of ecchymosis.

Manufacturer narrative:
Submit date: 12/7/2010. An investigation is currently underway. Upon completion, the results will be forwarded.